Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported having fluctuations in sound for 1 week and then losing all access to sound since (B)(6).2019. The audio processor was exchanged but the issue was not resolved. Re-implantation is planned but no date has been scheduled.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the patient experienced intermittent access to sound with the device for one week after which he completely lost access to sound, no trauma or impact to the device was reported. The problems given in the patient report seem to be congruent with the damage found. Other damage found during device investigation is most likely related to the explantation surgery. This is a final report.

Event description:
The user reported having fluctuations in sound for 1 week and then losing all access to sound since (B)(6).2019. The audio processor was exchanged but the issue was not resolved. The device has been explanted.